Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the antebrachium proximal to the lesion. The physician was treating a 90% stenosed lesion located in a severely calcified and moderately tortuous shunt of the left antebrachium with this 5.0 x 20/40 (4f) sterling balloon catheter. The vessel diameter was approximately 5mm. The balloon ruptured on the first inflation at 10atms after being inflated for approximately 10 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through the antebrachium proximal to the lesion. The physician was treating a 90% stenosed lesion located in a severely calcified and moderately tortuous shunt of the left antebrachium with this 5.0 x 20/40 (4f) sterling balloon catheter. The vessel diameter was approximately 5mm. The balloon ruptured on the first inflation at 10atms after being inflated for approximately 10 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed an approximately 15mm long longitudinal tear in the balloon wall. The proximal end of the balloon was bunched and the inner shaft was kinked 8mm and 10mm from the tip. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)